Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that was flushing PICC line of patient at home and observed flush was coming out under the dressing. The patient then traveled to emergency room where they pulled the PICC line and it was observed there was a crack/hole in the PICC line. Patient is now waiting to have a new line inserted. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that was flushing PICC line of patient at home and observed flush was coming out under the dressing. The patient then traveled to ER where they pulled the PICC line and it was observed there was a crack/hole in the PICC line. Patient is now waiting to have a new line inserted. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter to vein ratio: less than 45%. Total length of catheter is 48 cm, inserted in brachial vein with 2 cm exit site markings. Sterile saline used to lock catheter between use. PICC secured with statlock, PICC dressed straight along patient's arm. Catheter used for antibiotics. Leak occurred 34 days after insertion. 2% chg x2 swab sticks used to clean catheter site during dressing change. The leak was noted at home with the von tending the patient. The patient was advised to go to ER for assessment. ER physician ordered PICC to be removed and another inserted.